Event description:
It was reported that, the locking mechanisum will not lock on to the handle. There is no clicking from the teeth.

Manufacturer narrative:
Device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no previously reported events regarding a malfunctioning locking mechanism for the reported device. When completed, the evaluation summary will be submitted in a supplemental report.